Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green colored image was due to a defective charged coupled device (ccd). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
Olympus reported, the endoeye high-definition ii, autoclavable video telescope was returned for repair, for an unspecified image problem. Upon inspecting and testing, a green colored image defect, due to a defective charged coupled device (ccd) was found. There are no reports of patient harm. This report is medical device report is being submitted to capture the colored image defect found during the repair evaluation.

Manufacturer narrative:
This supplemental report is submitted to correct field d4 (model number) of the initial report.